Event description:
During an urgent cardiac catheterization, we experienced a malfunction with our acist power injector. While performing a left ventriculogram, there was a large "cracking" sound that came from the machine towards the end of the injection. The limit psi for the catheter was 1200, while our acist was programmed to just under 1100 psi for the injection of question.